Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No unexpected no delivery/insulin flow blocked alarm or lost sensor alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 592 mg/dl. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. Customer was performed self test and it was passed. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.